Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china reported on behalf of a healthcare facility that the opt316 optiflow junior infant nasal cannula was leaking during use on a patient. The healthcare facility further reported that upon further inspection, cracks were identified in the tubing. The healthcare facility reported that the cannula was replaced and there were no patient consequences.

Manufacturer narrative:
(B)(4). Method: the subject device, opt316 optiflow junior nasal cannula was discarded and not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the distributor and our knowledge of our product. Results: the distributor reported that the tube of the subject device was damaged and leaking before use on a patient. Conclusion: without the subject device being returned for an evaluation, we are unable to determine the cause of the reported fault. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt316 optiflow junior nasal cannula would have met the required specifications at the time of release. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A distributor in china reported on behalf of a healthcare facility that the opt316 optiflow junior infant nasal cannula was leaking during use on a patient. The healthcare facility further reported that upon further inspection, cracks were identified in the tubing. The healthcare facility reported that the cannula was replaced and there were no patient consequences.